Event description:
The facility reports the patient was being lifted off the bed. When the patient's weight was almost fully supported by the lift but not quite off the surface of the bed, the bolt broke. The patient fell approximately 12 inches at the head end. She then fell back onto the bed with the sling and hanger bar on her chest. No injuries were reported. MFR. Report. No. 2008-179.